Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It is reported that the epidural catheter breaks apart with a bd anesthesia kit durasafe 18x3-1/2. The following information was provided by the initial reporter, translated from spanish to english: several cases of epidural catheter disconnection with kit bd durasafe. They started collecting the kit that they had disconnected to test them, finding that still making the connection forcefully, easily disconnected. Further they found that almost all kit came from lot no. 9074790.

Manufacturer narrative:
Investigation: a device history record review was completed by our quality engineer team for provided lot number 9074790. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
It is reported that the epidural catheter breaks apart with a bd anesthesia kit durasafe 18x3-1/2. The following information was provided by the initial reporter, translated from spanish to english: several cases of epidural catheter disconnection with kit bd durasafe. They started collecting the kit that they had disconnected to test them, finding that still making the connection forcefully, easily disconnected. Further they found that almost all kit came from lot no. 9074790.